Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician felt the patients implantable cardioverter defibrillator (ICD) had delivered an inappropriate therapy when the device detected a sinus tach (st) episode as a ventricular tachycardia (vt). Reprogramming was completed, and the device remains in use. No further patient complications have been reported as a result of this event.